Event description:
The physician gained access with a micropuncture transitionless stiffened cannula access set on the left femoral to fix a right iliac. The pt has had previous surgical intervention at that site and the groin was scarred. It was reported that calcification was inside the vessel. A bentson wire was inserted through the sheath, but the physician was not happy with it and swapped it out for an amplatz wire. The physician was still not happy and pulled out the amplatz and reinserted the bentson wire. When the sheath was removed, only a portion of the wire came out. A snare was used to attempt to retrieve the broken section, however, the device could not be seen on angiography. The physician tried to find the broken wire on ultrasound but it could not be located. The broken piece remains in the pt but location is unk. Corrected info received on (B)(4) 2012: the introducer sheath tip, not the wire, broke off in the pt. The pt was told of the event, was treated as an outpatient and was sent home with no side effects.

Manufacturer narrative:
Four outer catheters and two inner catheters were returned. The catheter shafts of one of the damage outer catheters was separated approx 4 cm from the distal end of the hub. The material around the separated region appeared slightly narrowed in diameter and elongated which suggests that the catheter may have fractured due to excessive tensile load. A second outer catheter was kinked approx 1 cm from the proximal end of the hub. A third outer catheter was buckled approx 4 and 6.5 cm from the distal end of the hub. The remaining outer catheter and inner catheters appeared undamaged. Quality control personnel confirms the type and outside diameter of tubing for the inner and outer catheters and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. The surface is also confirmed to be clean and free of imperfections and the dimensions of the inner and outer diameters at a level one inspection level. We are unable to determine the exact root cause for the failure, but it is possible the device experienced tensile forces beyond its design due to scarring or the pts anatomy. We are continuing to monitor for similar complaints and have notified the appropriate internal personnel. A quality engineering risk assessment was performed and it was determined that no further mitigating action is necessary at this time.